Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of high. Reportedly the customer reused the cartridge. Tandem technical support educated customer on cartridge labeling. Reportedly, the customer changed infusion sets to address high bg.